Event description:
Defective IV tubing attached. Stopcock to needleless port. Port did not allow stopcock to function properly. When stopcock changed port appeared sticky and partially broken. Used prn cap on port which functioned properly. Note: required rn to use a needle when safety device should have worked.